Event description:
It was reported that there was a gamma nail revised due to being cut out.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.